Event description:
The pt didn't feel any paresthesia and lost the effect of the therapy. Telemetry with the physician programmer failed. Four weeks after the beginning of issues, the pt was brought to surgery. During the revision, the extension and the lead where tested separately. The extension was replaced. After exchanging the extension, the device was connected to the neurostimulator; with the pocket open, telemetry was still not possible. It was decided to replace the neurostimulator. Telemetry was normal with the new device. Usual pt settings were amplitude: 2.5v; rate 50hz; pw 210/sec. The status of the battery was "ok". No other complications were reported. The pt was reported to be in good condition and the therapy to be working again.